Event description:
It was reported an er420 was used during a laparoscopic cholecystectomy. It was reported by the affiliate the clip dropped, it was retrieved from the pt. There was no consequence to the pt.